Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2025,user reported a high glucose event. The following example set was provided: (B)(6) 2025 at 2:32 pm where user's sg: 191 - bg: 274. After dms review, we confirmed the following information at the time of the event: (B)(6) 2025 at 2:32 pm where user's sg: 191 - and no bg available in dms. After dms review, we confirmed that the user didn't receive a high glucose alert at the time of event because the sg never went above the alert level.the user sought medical treatment where insulin was administered.the user's hcp was not aware of the event; and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The user reported a high glucose event on (B)(6) 2025 at 2:32 pm where user's sg was 191 mg/dl and bg was 274 mg/dl. A review of the data management system (dms) revealed that sg was confirmed no bg was entered. A review of the dms data confirmed that the user didn't receive a high glucose alert at the time of event because the sg never went above the alert level. The user sought medical treatment where insulin was administered. The user's hcp was not aware of the event and user was advised to follow up with the hcp for further medical guidance.in an associated case for the user's complaint about sensor inaccuracy, a review of the dms data revealed optical instability that most likely contributed to the inaccuracies observed. Following the sensor re-link performed by the user on (B)(6) 2025, the raw sensor data showed that the transient optical instability gradually recovered. A review of data from the two weeks following the event confirmed a good agreement between sg and bg values. B4. Date of this report 17 august 2025. G3. Date received by the manufacturer? 17 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.